Event description:
A report was received that a patient will undergo a pocket revision.

Event description:
A report was received that a patient will undergo a pocket revision.

Manufacturer narrative:
Additional information received stated that the patient underwent a pocket revision due to the ipg being tilted. Nothing was implanted or explanted and the patient is reportedly doing well.

Manufacturer narrative:
Additional information received stated that the patient underwent a pocket revision due to the ipg being tilted. The ipg was replaced and the patient was reportedly doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that a patient will undergo a pocket revision.